Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting falsely decreased troponin results on the alinity I analyzer and the module generating message codes 1402, 1201 in addition to a volume discrepancy between the supply screen and reservoir. The fsr performed extensive troubleshooting and observed the pre-trigger tubing was not screwed on correctly. When the analyzer was in the running mode, the pre-trigger solution did not transfer to the reservoir, but the screen indicated the pre-trigger solution was at 51%. The fsr replaced the alinity ci level sensor which resolved the issue. The alinity ci level sensor was considered the likely cause of the issue. The analyzer function was verified with a control run. An instrument service history review revealed no additional service tickets associated with falsely decreased troponin results. A review of tracking and trending did not identify any trends to the alinity I system, or likely cause part with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6)was identified.section d10-concomitant product: corrected from alinity I stat high sensitive troponin-I,08p13-34 to alinity I stat hs troponin-I,08p13-34,39568ud00.

Manufacturer narrative:
Patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results for three patients. The samples were repeated which generated higher results. The customer believed the repeated results were correct. The following data was provided. Customer¿s reference range: male < 35 ng/l; female < 16 ng/l. On (B)(6) 2022 sid (B)(6) initial result = 10.78 ng/l, repeat result = 115.05 ng/l. On (B)(6) 2022 sid (B)(6) initial result = < 5 ng/l, repeat result = 22.3 ng/l. On (B)(6) 2022 sid (B)(6) initial result = 19.22 ng/l, repeat result = 76.71 ng/l. No impact to patient management was reported.